Event description:
Customer reported a malfunction alarm after dropping the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. Customer was advised to continue using the pump and to contact support again if the malfunction recurs, and the customer acknowledged this advice.